Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Drive support cap was noted to be sticking out. Customer's current blood glucose reading is 360 mg/dl and will be treating with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.